Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to noise. The device was checked in clinic and pocket manipulation was performed. Noise was able to be reproduced on the secondary and alternate vectors. A revision procedure has been scheduled, therefore shock therapy was programmed off until after the procedure. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to noise. The device was checked in clinic and pocket manipulation was performed. Noise was able to be reproduced on the secondary and alternate vectors. Additional information was received that this system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to noise. The device was checked in clinic and pocket manipulation was performed. Noise was able to be reproduced on the secondary and alternate vectors. The shock impedance measurements were noted to be high, however remains within normal limits. Additional information was received that this system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 5.2cm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise, oversensing, high impedance code, and inappropriate shock.